Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported the symptoms. The customer was treated with bolus. Customer¿s blood glucose level was advised as 451 mg/dl. Customer declined troubleshoot for high blood level stating that because customer didn't get insulin for 3 hours. Customer stated that first time I got the alarm when I was sleeping and I didn't get insulin for 3 hours and I changed out the battery then my pump did a reset my blood glucose was 100 mg/dl before I slept but now its 451 mg/dl. Customer was assisted troubleshoot for battery out limit. Customer advised to monitor the pump. The product was not returned for analysis.